Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, drive shaft, and handshake connection were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed with a test rotawire, as the rotawire used during the procedure was not returned for analysis. During functional testing, the rotawire was able to be fully inserted and removed with no resistance or issues. Product analysis could not confirm the reported events, as the rotawire was able to be fully inserted and removed with no resistance or issues, and there were no damages identified to the returned device that would be evident of a stuck rotawire.

Event description:
It was reported that the burr was stuck on wire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 1.75mm rotapro and a rotawire drive wire were selected for percutaneous coronary intervention (pci) procedure. The dynaglide mode was used when the burr was advanced into the lesion. During insertion, it was noted that the burr was stuck on rotawire. The stuck was not released, the rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with another of the rotapro and rotawire devices. There were no patient complications reported.